Event description:
It was reported that there was a left total knee revision due to tibial subsidence.

Manufacturer narrative:
The patient is (B)(4). An event regarding tibial subsidence involving a series 7000 standard tibia was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review or chr not performed as no lot code was provided. The exact cause of the event could not be determined because information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned - patient kept.

Event description:
It was reported that there was a left total knee revision due to tibial subsidence.